Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5118819. Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
A voluntary MDR/medwatch report was received on (B)(6) 2023. It was reported that unspecified malfunction occurred. Approximately on (B)(6) 2023, it was reported by the physician via maude (mw5118819) that the patient experienced significant hyperglycemia episodes with bg over 400 mg/dl after not receiving glucose readings for several hours. No patient symptoms were documented. There was no documentation of medical intervention; however, the report states the patient required intervention. Due diligence attempts to contact the reporter for more information were attempted but not successful. Of note, the patient utilizes a tandem insulin pump. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.